Event description:
Per sales reps follow up with the surgeon, it was learned that this was detected during the surgery preparation; there was no patient involvement reported.

Manufacturer narrative:
Evaluation summary attached: condition of return. Received the valve in its original jar and packaging. The valve is attached to the holder and the blue serial tag. The use by date is (B)(4) 2012. Evaluation summary as compared to a control sample of glutaraldehyde, the returned sample from the customer was confirmed to be yellow and turbid. A visual examination was conducted. The glutaraldehyde solution is yellow in appearance. There were no visible particles present in the solution or on the valve. The glutaraldehyde solution was sent to chemistry for testing and examination. (B)(4) 2011 chemistry confirmed that no visible macroscopic particulates were noted. The sample turbidity results measured to 1.54 ntu as compared to a control sample of glutaraldehyde, which measured to 0.129 ntu. Evaluation methodology the returned device was examined visually. The turbidity results of the glutaraldehyde solution were obtained by an outside test lab.

Manufacturer narrative:
To date, we have been unsuccessful in getting this product moved through (B)(6) and customs in (B)(6). Therefore, no product has been received for evaluation. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon did respond stating that there did not exist any complications with the patient; however, he would not elaborate on the event description or patient information.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states.method: device not returned/additional manufacturer narrative:a device history record review is in progress.no additional information has been provided. Investigation is on-going.

Event description:
Customer reported that the "glutaraldehyde of the valve looks turbid, yellow and with small fragments". No other information provided.